Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of an aneurysm. It was reported that the pipeline was not fully opened during deployment and a balloon was required to achieve full wall apposition. No patient injury reported.same event as MDR# 2029214-2012-00299.